Event description:
It was reported that the patient received inappropriate hv therapy due to insufficient av-node function. The patient underwent an av node ablation procedure and the issue was resolved. The patient was feeling fine at discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.